Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - patient was revised to address acetabular cup loosening and pain. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right side). Update: (B)(6) 2012 - litigation papers were received. Litigation papers allege the patient's immune system is damaged as a result of the release of metal ions from the implant which have entered her blood stream. The complaint has been temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 ¿ plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2008. Update rec'd (B)(6) 2013 - ppd and medical records received. After review of the medical records the revision operative note indicated pain, metallosis, and corrosion on the stem. The stem is being added to the complaint. There was no mention of a loose cup. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.